Manufacturer narrative:
D10: concomitants: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t 5216452. 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 5218839. 201-00-02 - gps daily rental fee unassigned. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2018. The patient started experiencing pain, swelling, instability and an inability to bear weight on left knee. Approximately 4 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. This is believed to be due to accelerated polyethylene wear and early aseptic loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. 1st investigation: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the complaint cannot be conclusively determined; insufficient information. The patient has filed a complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Investigation results - the revision reported was likely the result of a combination of polyethylene wear and aseptic loosening between the porous femoral component and the bone secondary to weakened biologic integration. The femoral loosening may have been the result of particle-induced osteolysis or patient-related conditions. Not resurfacing the patella at the time of the original surgery may have contributed to the reported instability. The prosthesis wear may have been the result of axial rotation mismatch between the femoral and tibial components, third body wear, instability, or any combination of these possibilities. However, the contributions of each to the sequence of events cannot be confirmed as the device(s) were not available for evaluation and images/radiographs were not provided. A contributing factor to the polyethylene wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Initial submission: all fields in section f should be blank, this is a manufacturer's report.